Manufacturer narrative:
Manufacture¿s investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. The device reportedly operated as expected and would not be returned for evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists stroke, bleeding and death as adverse events which may be associated with the use of heartmate ii lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was off anticoagulation for years due to life threatening gastrointestinal bleeds, myelodysplastic syndromes (mds) and repeated need for blood transfusions. The patient had a stroke that was diagnosed based off clinical findings and no computed tomography (CT) was performed. Cardiopulmonary resuscitation (CPR) and defibrillation was performed. The patient's respiratory and mental status were affected by the stroke. On (B)(6) 2022, the patient passed away due to pulseless electrical activity (pea) arrest.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to pulseless electrical activity (pea) arrest.